Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user stated that the back and seat upholstery are torn and that there are some screws that are loose on the chair. She stated that the wheel locks are worn also. She stated that she has had the chair for about 5 years. The end user is unable to provide a model number or a serial number for the chair. The end user is stating that the only label that she can find on the chair is for eco medical. Advised the end user to contact the dealer for further assistance.